Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion, the catheter was attached with an mz connector and leaked liquid during infusion. With a replacement of mz connector or other connector with equilibrium pressure, liquid leak still occurred. After a xinhua positive pressure connecter was used, no liquid leaked.